Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after a novasure endometrial ablation the physician had difficulty removing the device from the patient. The device was able to be removed gently and no injury was reported.

Manufacturer narrative:
The returned device successfully passed cavity functional testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.